Manufacturer narrative:
The customer reported to philips that the device was not working on battery power. We will consider this a malfunction based solely on the customer's report. The cause of the failure could not be determined, as the customer is not requesting evaluation or repair by philips.

Event description:
The customer reported to philips that the device was not working on battery power.